Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check difficult/unable to operate (hard to draw medication) due to unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check difficult/unable to operate (hard to draw medication) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was difficult to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no: 324909 batch no: 0034101. It was reported syringes are hard to use and hard to fill up from the medication vial. Stated the medication goes into the syringe slowly. Verbatim: consumer reported difficulty using some of his current bd insulin syringes. Stated they are hard to use and hard to fill up from the medication vial. Stated the medication goes into the syringe slowly. Stated he was previously using the 1ml, 6mm syringe and is going to go back to that syringe.